Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump multiple pump error alarms. The alarms included the motor arm cannot communicate with the main arm alarm, post reset ram crc alarm, history pointers failed and corrupted alarm, trace pointers are invalid alarm. Customer was able to clear the alarm but did not receive request to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.